Event description:
The customer reported that their display monitor for the acuity central station was not working for an unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu), and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices though either wired or wireless connections. The customer reported that an acuity system had lost power. Following restoration of power, a viewsonic video display had failed to power on again. The video display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. We have a corrective action underway for this display. The customer did not return the suspect display for evaluation, so we cannot confirm the report. We used the conclusions code, "device failure occurred and was related to the event." By "event" here, we mean the loss of centralized monitoring. There was no patient harm reported associated with this failure.